Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a new lead addition. It was noted that the pacemaker had run out of rf. The procedure was continued with wand but during the procedure, the device had so much latency that I could not test the new lead after implant. The pacemaker was explanted and replaced. The patient was not affected negatively and was in normal health upon the conclusion of the case.